Manufacturer narrative:
This supplemental MDR was created to update the root cause for the lower than expected vitros ipth results. Ortho's investigation has identified the root cause of this issue stems from a raw material used in the affected lots. A communication (cl2022-275) was sent on 17 november 2022 to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when performing patient sample testing using the affected ipth lots: (1610, 1621, 1630, 1640, 1645, 1650, 1670), customers may experience an average negative bias of approximately -12%. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. The FDA was notified of this issue on 17 november 2022. Please refer to report #3007111389-11/17/2022-001-c.

Event description:
This supplemental MDR was created to update the root cause of the lower than expected vitros ipth results. In addition, the ipth issue was reported as a class ii recall and a communication was sent to customers. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).

Manufacturer narrative:
The investigation has determined that lower than expected vitros intact pth (ipth) results were obtained from non-vitros biorad quality controls and multiple patient samples processed using vitros immunodiagnostic products intact pth reagent lot 1621 on a vitros xt 7600 integrated system. A definitive assignable cause could not be determined. However, a vitros ipth performance issue cannot be completely ruled out as contributing to the event as acceptable results were obtained from the same biorad quality control fluids using an alternate lot of vitros ipth reagent on the vitros xt7600 integrated system. Ortho has initiated an investigation for lower-than-expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. An instrument related performance issue did not likely contribute to the event as acceptable results were obtained using an alternate vitros ipth reagent lot without performing any actions to the vitros xt7600 integrated system. Email address for contact office above is (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros intact pth (ipth) results were obtained from non-vitros biorad quality controls and multiple patient samples processed using vitros immunodiagnostic products intact pth reagent lot 1621 on a vitros xt 7600 integrated system. Biorad lot 64960 level 1 results of 20.72, 20.51 and 22.55 pg/ml vs an expected result of 33.12 pg/ml. Biorad lot 64960 level 2 result of 166.29 pg/ml vs an expected result of 238.5 pg/ml patient 1 sample result of 36.6 pg/ml vs an expected result of 52.3 pg/ml. Patient 2 sample result of 74.7 pg/ml vs an expected result of 122.8 pg/ml. Patient 3 sample result of 34.4 pg/ml vs an expected result of 52.5 pg/ml. Patient 4 sample result of 41.8 pg/ml vs an expected result of 61.5 pg/ml. Patient 5 sample result of 54.6 pg/ml vs an expected result of 106 pg/ml. Patient 7 sample result of 97.3 pg/ml vs an expected result of 145 pg/ml. Patient 8 sample result of 77 pg/ml vs an expected result of 121.5 pg/ml. Patient 9 sample result of 51.1 pg/ml vs an expected result of 75 pg/ml. Patient 10 sample result of 79.3 pg/ml vs an expected result of 116 pg/ml. Patient 12 sample result of 32.6 pg/ml vs an expected result of 50.1 pg/ml. Patient 13 sample result of 31.7 pg/ml vs an expected result of 46.9 pg/ml. Patient 14 sample result of 74.5 pg/ml vs an expected result of 109.8 pg/ml. Patient 15 sample result of 38.9 pg/ml vs an expected result of 62 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros ipth results were from quality control fluids and from patient samples processed during a correlation study with an alternate vitros user site. No results were reported from the laboratory and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).